Event description:
The customer reported that during an orif procedure involving a left femur, the head of a 3.5mm 32mm screw broke off leaving the remaining portion within the patients' femur.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be returned on a suppplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by a miss use. The sps small fragment set is not intended to be used for the femur as shown in figure 1 of the image documentary (B)(4). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The customer reported that during an orif procedure involving a left femur, the head of a 3.5mm 32mm screw broke off leaving the remaining portion within the patients' femur.